Event description:
It was reported that right ventricular lead implant was attempted and helix would not extend in the first attempt at repositioning the lead. Lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel, tip seal observation, and blood noted on distal conductor and helix; the analyst noted that the helix will not extend due to being over-retracted; full lead was returned and analyzed.